Manufacturer narrative:
This report is being supplemented to correct b5.

Event description:
The issue occurred during maintenance.

Event description:
It was reported the screen of the colonovideoscope flickered and became noised. The issue occurred during [event]. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d4, d8, h2, h3, h6, h11.

Event description:
No additional information received from customer.